Manufacturer narrative:
Field service specialist visited the account and found no problems with the system as it was within specifications. Application support manager also recommended they stay at the bed energy they¿ve been using and they can increase it to 1.10 if needed. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with diffuse lamellar keratitis (dlk) grade 1-2+ in right eye and 1+ in left eye (both non-confluent). The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision and discomfort on right eye. Patient reported symptoms are not interfering with daily activities. It was reported on (B)(6) 2017 that dlk resolved. Bcva from (B)(6) 2016: right eye pre-op 20/20 -1.00 x -.25 x 2; left eye pre-op 20/20 -1.25 x -.25 x 29.